Event description:
Pt was on portable aequitron vent. Family member alerted staff that pt had developed respiratory distress. The o2 tubing was found disconnected at the vent. The other tubing for air was still connected and inflating her lungs. Pt was do not resuscitate; cause of death indicated to be cardiopulmonary arrest.